Event description:
A physician reported a pt who was triple skin tested on 23 sept 1997, 6 oct 1997, and 10 oct 1997 with negative results. On 13 october 1997, the pt rec'd her first treatment with two formulations of collagen in the nasolabial folds and glabella. On 6 november 1997, the pt was examined by the physician who noted bumpiness in the nasolabial folds, exact date of onset of symptoms not known. The pt stated that symptoms had been intermittent in nature. The physician injected intralesional kenalog to the area. On 18 february 1998, the pt was examined by the physician who noted redness and bumpiness at the glabella; exact onset date of symptoms not known. The physician injected intralesional kenalog to that area. On 16 april 1998, the pt was examined by the physician, who noted that the symptoms continued at the glabella and the right nasolabial fold. The physician prescribed oral claritin for the symptoms. The physician diagnosed a hypersensitivity.